Event description:
The customer obtained a lower than expected vitros chol dt quality control result when using the vitros dt60 ii chemistry system. A vitros chol dt result less than the assay measuring range of 50 mg/dl was obtained from the vitros dt control I fluid versus the expected value of 144 mg/dl. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros chol dt quality control result was obtained on a vitros dt60 ii chemistry system. The investigation determined that the cause of this event was a user-induced slide tracking error, which is a reportable malfunction for the vitros dt60 ii chemistry system. Information from section 8.3 of the vitros dt60 ii operator's manual (31-july-2010 revision) describing the potential causes of a slide tracking error was reviewed with the customer. Following actions to resolve a slide tracking error, acceptable vitros chol dt performance was observed. The root cause of this event is user error.